Event description:
When the spacelabs central stations are being serviced or down due to technical issues, telemetry reporting to the central station is lost and there is no way to "replay" the telemetry history. The concern is that the central monitoring isn't available for a period of time and there is no way to go back and retrospectively review.